Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 38 to 15 mg/dl at the time of the incident. The customer was at 250 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump shot insulin into her and she went low. The customer believes the pump was over delivering. Troubleshooting was completed and no issues were found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. Insulin pump was tested with a water fill test reservoir. The units left at the test reservoir matched properly units left at the pump display. Insulin pump received with minor scratched display window and case.